Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) when the patient met with the pain management nurse, the nurse experienced problems with connection to the scs ipg. The patient also did not have any stimulation therapy. The patient controller (pc) was not showing the ipg in the list of devices to connect to. Troubleshooting by the nurse was able to re-connect the patient's scs ipg with the clinician programmer (cp), but there was no programs listed, all programs previously stored had been erased. The nurse was able to add the patient's programs from the patient's records and uploaded them to the patient's scs system. Stimulation therapy was restored for the patient and the issue was resolved. Additionally, the patient was asked, but could not recall if they had been exposed to any strong magnetic field or any other electromagnetic interference that might had caused the scs system to reset.